Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-jul-2022 to 03- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly turned off by itself during the surgery and showed a bluescreen. A technical service specialist was unable to replicate the reported behavior. Informed that the station was up and device as functional when dialed in. The system functioned as intended after the technical service specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a blue screen during a procedure. The customer confirmed that no user/patient harm or injury was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident no performance issues or evidence of blue screen was found. A technical support specialist confirmed that there was no malfunction/defect found from the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a blue screen during a procedure. The customer confirmed that no user/patient harm or injury was reported. There were no adverse events or injuries reported based on this event.